Event description:
The physician successfully deployed the complete se stent. During removal of the delivery system the marker bands detached and remained in the artery. The physician attempted to use a snare to capture the marker bands. One marker band was successfully retrieved but the second marker band migrated to the posterior tibial artery. It was reported that the device was inspected prior to use. No force was used to deliver the device and the device did not kink during preparation or use. The patient is reported to ok post procedure and no additional clinical sequelae were reported.

Manufacturer narrative:
(B) (4).